Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jul-2018 with the following findings: evidence of short battery life was illustrated with 17 count drastic voltage drop on (B)(4) 2018. The battery compartment was cracked at the threads on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister and on the display screen. A leak test failed due a battery compartment leak. "Ez-prime¿ steps were performed correctly; all currents reading were within specifications. Investigation was unable to duplicate the ¿short battery life¿ complaint. The pump¿s cover was removed; moisture corrosion was found to the keypad flex/connector and to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.